Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The surgeon monitor was replaced and the issue was resolved. The part was returned to the manufacturer for analysis. The system passed a system checkout. Functional testing was performed on the returned part. The monitor was found to have no touch function.

Event description:
Medtronic received information regarding a navigation system. It was reported that the touchscreen was not working. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.